Manufacturer narrative:
Analysis confirmed the reported observation. The programmer was able to be booted up however no backlight was on. It was determined an internal component had shorted and caused melting on the cover of that component. The programmer was successfully repaired.

Event description:
Boston scientific received information that this programmer would not turn on and the screen was black. This programmer was returned for analysis.

Manufacturer narrative:
The device manufacture date for this product is december 20, 2005.

Event description:
--